Manufacturer narrative:
Title: unmasking the great masqueraders: concurrent isolated large cecal endometrioma and solitary extra-uterine retroperitoneal cellular leiomyoma ¿ a case report with review of literature source: international journal of surgery case reports 80 (2021) 105666. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study was performed to a (B)(6) year old, woman who underwent laparoscopic excision of concurrent isolated large cecal endometrioma and extra-uterine cellular leiomyoma using a linear stapler. The patient had staple line bleeding and was controlled by an under-running stitch.